Manufacturer narrative:
500 ml baxter bag lot v19a24d exp jul20 0.9% sodium chloride injection ;100 ml baxter bag lotp389387 exp feb 20 0.9% sodium chloride injection;250 ml baxter bag lot y29883 exp sep20 0.9% sodium chloride injection;50 ml baxter bag lot p389023 exp jan 20 0.9% sodium chloride injection the customer¿s report of a free flow event was not confirmed. Through an analysis of the ikp data, issue was identified as a programming error. Ikp data showed that the secondary infusion was programmed to infuse at 100ml/hr. With a vtbi of 550ml. At these parameters, both the 100ml primary bag and 50ml secondary bag would expect to complete in 1.5 hours. An incidental finding of backflow due to a faulty check valve was confirmed during functional testing. The pump module and the device logs were not returned for investigation. The root cause of the customer¿s experience of a free flow event was identified as due to user programming.

Event description:
It was reported that a free flow event may have occurred during a secondary oxacillin infusion (50 ml) programmed as a basic infusion to infuse over 30 minutes. After the antibiotic a 10 ml flush over 5 hours was programmed. There was no patient harm. The user started the secondary at 10:04 am, it alarmed at 11:29 for bolus ail alarm. It is thought that the user could have set the vtbi as 550 instead of 50 ml, and requested an event log review to check for keypress details and pump alarms. Primary bag contained 100 ml bag of normal saline.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided.

Event description:
It was reported that a free flow event may have occurred during a secondary oxacillin infusion (50 ml) programmed as a basic infusion to infuse over 30 minutes. After the antibiotic a 10 ml flush over 5 hours was programmed. There was no patient harm. The user started the secondary at 10:04 am, it alarmed at 11:29 for bolus ail alarm. It is thought that the user could have set the vtbi as 550 instead of 50 ml, and requested an event log review to check for keypress details and pump alarms. Primary bag contained 100 ml bag of normal saline.